Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by (B)(4) 2011.

Event description:
Lead apron that hangs from ceiling not holding its own weight. A pt or user could get seriously injured when hit by the lead apron when it falls. Reportable.